Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device had a "weird iui problem. Tried everything but new boards". No patient involvement.

Event description:
The customer reported the device had a "weird iui problem. Tried everything but new boards". No patient involvement.

Manufacturer narrative:
A review of the device history record for (B)(6) was performed from the date of manufacture 09/21/2005 to the present date 01/12/2021 and note that this device has been returned for service four times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.